Event description:
Event description cpi received information that because of inappropriate shocks, an invasive procedure was performed, and found the insulation totally separated around the lead, near the header. The rate sensing portion of the patient's endotak down-sized lead (0125) was capped. The shocking portion of the lead was left active. A (4285) lead was implanted.